Manufacturer narrative:
Physio-control reviewed the device data and verified the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to sense the patient's ECG in paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A back up device was used to treat the patient.

Event description:
The customer contacted physio-control to report that their device failed to sense the patient's ECG in paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A back up device was used to treat the patient.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   A clinical review was performed and in the medical judgement of the reviewers it is reasonable to conclude the device use did not contribute to a serious injury or death.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to sense the patient's ECG in paddles lead. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. A back up device was used to treat the patient.